Event description:
On two separate occasions, a medtronic clearify visualization system was opened and the surgical technologist that opened the device smelled a musty, moldy smell. In the first instance the battery was removed from the unit and black spots were visualized inside the unit. Neither of the clearify visualization systems reached the patient, each was discarded before use. Manufacturer response for laparoscopic lens cleaner, clearify visualization system (per site reporter). Device was saved and is to be returned to the manufacturer for failure analysis.